Event description:
Patient reported she went to the doctor and read out the pump; detected that dates are missing from (B)(6) 2014 to (B)(6) 2014. Patient stated the pump also lost time and date several times. Patient reported because of a dizziness-syndrome and elevated blood glucose level, her son took her to the hospital where she received stationary treatment from (B)(4) 2014 - (B)(6) 2014. Patient stated her blood glucose level went as high as 20 mmol/l; gotten under control by herself with taking corrections via an insulin pen. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
(B)(6).